Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that a ventilator, which was not being used on a patient at the time, had an erratic display. There is no report of death or serious injury associated with this event.